Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, personnel interview, visual inspection and functional testing of the returned device was conducted during the investigation. A document-based investigation was also performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Only the sheath connecting tube subassembly of the complaint flexor shuttle tibial guiding sheath device was returned for inspection. A leak test was performed on the subassembly, and leakage was detected where the white fitting (connector cap) is connected to the clear tubing. The two white fittings (connector cap and pmlla) were disassembled from the connecting tube for further examination. A hole was found in the clear tubing just below the flare. It is possible that this damage could have occurred during the flaring manufacturing process. The connecting tube subassembly is supplied to cook by (B)(4). (B)(4) does not currently have a validated process for manufacturing the connecting tube subassembly. The compliance issue of lack of verification or validation will be addressed. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause was determined to most likely be related to the manufacturing process. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a tibial intervention using a flexor shuttle tibial guiding sheath the tuohy was leaking. It is specifically not leaking on the 3 way stop cock side. It is leaking where the clear plastic tubing is connected to the white hub. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There were no reported adverse effects caused or contributed to the product.